Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer planned to contact a healthcare professional for an alternate therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.